Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The sensor replacement alert was asserted to the user on (B)(6) 2023. An RMA was authorized to investigate the sensor further. From the return material analysis testing, however, the sensor did not reveal any malfunction. Further analysis showed the system's threshold was below the limit at which the system is set to trigger a sensor replacement alert. This could indicate an issue with the sensor electronics; however, it could not be reproduced via in-house testing. This may occur in instances where the failure mode that presents itself in the body could not be reproduced in the lab, for example the led behavior at the time, or the in-vivo state of the sensor hydrogel which is not reproduced in the lab. As part of resolution, a sensor replacement was offered to the user.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.